Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer pale green knob didn't lock the flexible arm; and the locking device for that, that secures the stabilizer on the retractor, does not work. They then declared this device defective and opened another box. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/ 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Trend analysis: (4110/213/ 67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Communication/interviews: (4111/)213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials (4105 / 10 / 13 & 22)the device was returned to the factory for evaluation on 03/03/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. There were no visual defects observed on the device. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not tightened the arm. When the locking lever was locked, the device was able to be locked on the reference retractor. Based on the returned condition of the device, the reported failure "positioning problem" was confirmed.